Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon pinhole occurred. The target lesion was located in a calcified and moderately tortuous aorta abdominals. During preparation a 27/7/2/100 equalizer balloon catheter could not maintain pressure. The physician noted a pinhole. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: the catheter shaft was inspected and no cosmetic defects were noted. The balloon was inspected and a hole/perforation was found near the distal bond. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).